Event description:
It was reported air in the device and an air embolism occurred. A pulse field ablation (pfa) procedure for atrial fibrillation was performed using a faradrive steerable sheath and farawave nav catheter. At the conclusion of the procedure, during withdrawal air was visualized within the faradrive steerable sheath. Aspiration was performed and air was removed from the system. The faradrive steerable sheath was successfully removed. Patient status: no further information on the status of the patient has been provided. It was further reported that an air embolism did not occur and air was only visualized within the faradrive steerable sheath. The patient fully recovered and was discharged.

Manufacturer narrative:
Device technical analysis: upon receipt at a boston scientific (bsc) post market quality assurance laboratory, the faradrive sheath was analyzed by a bsc quality engineer. The faradrive sheath was received with the dilator inserted in the sheath. The dilator was removed and the faradrive sheath was visually and functionally examined. Both hemostatic valves of the faradrive sheath were visually deformed. As the faradrive sheath was shipped and received with the dilator still inserted the valve deformities were most likely due to the prolonged insertion of the dilator. Examination of the hemostatic valves beyond the deformity did not identify any tears that could have compromised the fluid and pressure seals of the valve. During functional testing, the faradrive sheath was observed to leak at the proximal end from the hemostatic valves. As the hemostatic valves were deformed from prolonged contact with the dilator, the cause of the air ingress could not be identified. Two (2) photographic images were provided to assist in the investigation and were reviewed by a bsc quality engineer. Both images showed the faradrive sheath upon a surgical drape with bubbles of air visible within the device.

Event description:
It was reported air in the device and an air embolism occurred. A pulse field ablation (pfa) procedure for atrial fibrillation was performed using a faradrive steerable sheath and farawave nav catheter. At the conclusion of the procedure, during withdrawal air was visualized within the faradrive steerable sheath. Aspiration was performed and air was removed from the system. The faradrive steerable sheath was successfully removed. Patient status no further information on the status of the patient has been provided. It was further reported that an air embolism did not occur and air was only visualized within the faradrive steerable sheath. The patient fully recovered and was discharged.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). This supplemental report is being submitted with an update to sections: b1 adverse event/product problem. B2 outcomes attrib to adv event. B5 describe event or problem. H1 type of reportable event. H6 patient codes.

Event description:
It was reported air in the device and an air embolism occurred. A pulse field ablation (pfa) procedure for atrial fibrillation was performed using a faradrive steerable sheath and farawave nav catheter. At the conclusion of the procedure, during withdrawal air was visualized within the faradrive steerable sheath. Aspiration was performed and air was removed from the system. The faradrive steerable sheath was successfully removed.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).